Event description:
Boston scientific received information that the power cord for this communicator was reported to be hot to the touch. The patient's wife stated she burned her hand, however the injury did not require any medical intervention. The communicator and power cord were returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection revealed a frayed and possibly burnt power brick cord. The power cord adapter assembly was visibly meted, and the power cord¿s insulation was open which exposed broken and corroded wires. Therefore, laboratory analysis confirmed the allegation of a hot power cord with evidence of physical deformity to the device.